Manufacturer narrative:
Per device history report DHR investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Complaint can not be confirmed since the sample was not available for investigation, however, we will continue to monitor and trend relating complaints.

Event description:
The event is reported as: alleged issue: when doing a functionality test before using on patient, staple jammed, more than once. No patient injury reported. Patient current condition is fine.